Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that one of the PICC fluid lines was leaking. Upon further inspection it was the large bore filter that was leaking from the filter itself.

Event description:
No additional information provided.

Manufacturer narrative:
The customer reported the filter was leaking while infusing tpn, and returned one used sample of material 2477-0007, lot unknown. Customer returned sample using the fedex label (B)(4) created for (B)(4). Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, to flush the system. The supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filter was working properly, which shows the filter's air vent membrane hydrophobicity was compromised. The air vent can be compromised by the end user drugs/solutions used. The root cause for the filter issue is related to the end user drugs, in this case tpn, compromising the filter. A device history record review could not be performed because the lot number is unknown.